Event description:
An article was published titled, 'presumed atypical late-onset toxic anterior segment syndrome after implantable collamer lens implantation: a case report'. The article reports a 26-year-old man underwent icl implantation surgeries of both eyes on two separate days. Tropicamide phenylephrine eye drops were used preoperatively and 1% viscocohesive sodium hyaluronate intraoperatively. Postoperatively, 0.5% levofloxacin, 0.2% brimonidine tartrate and 0.5% loteprednol etabonate eye drops were routinely used for the first week. The 1-day and 7-day postoperative routine follow-up visits revealed no abnormalities. However, one month after surgery, dense white spots attached to the posterior surface and scattered ones to the anterior surface of icl in the left eye were noted on anterior segment examination. His uncorrected distance visual acuity (udva) was 20/16 in both eyes and the fundus examination was normal. Despite the absence of typical clinical manifestations, late-onset tass was suspected, and intense topical steroid was administered. After 6 weeks of tapering topical steroid therapy, the white spots disappeared and the udva returned to 20/16 with no subjective complaints throughout the treatment period. The author concludes while traditionally tass is considered acute and serious, it can present with a delayed insidious onset. In this case, the cause was undetermined, however, viscoelastic devices residues or inadequate sterilization of surgical instruments might be possibilities.

Manufacturer narrative:
Manufacturer narrative : a review of the device labeling was completed. Iritis and intraocular infection are identified in the labeling as known adverse events following icl implantation. The dfu provides the surgeon instruction for complete ovd removal. Warning: (5) after inserting this product, aspirate the viscoelastic substance completely from inside the eye. Do not use highly viscous viscoelastic substances that are difficult to aspirate completely. A precaution is provided, 3. The lens must not be exposed to any solution other than normally used intraocular perfusion fluids (e.g., isotonic saline, bss, viscoelastic solutions, etc.). Under instructions for use: the viscoelastic must be completely removed before the eye can be closed (without sutures). Toxic anterior segment syndrome (tass) is an acute sterile postoperative inflammation that can occur after uncomplicated or complicated intraocular surgery. While improper sterilization and contamination of surgical instruments remains the most common risk factor associated with tass, ocular viscoelastic, and improper preparation of antibiotics for intracameral injection may also lead to tass. Given the delayed unilateral presentation in a bilaterally icl implanted patient, an exact cause could not be determined as the event could be multifactorial in nature including patient and/or procedure related factors. Claim # (B)(4).